Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the us of peritonitis in a male patient, coincident with dianeal low cal 1.5% and dianeal low ca 2.5% therapy for peritoneal dialysis (pd) therapy. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment was not reported. The cause of the peritonitis was unknown. The patient was recovering.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd891317 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 2 of 3 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.